Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturing representative and consumer. It was noted that a manufacturing representative was aware of the pocket revision on (B)(6) 2015. The manufacturing representative did not remember the exact date when she found out about the pump revision/flipping, but the first contact she had with the patient was the day of the surgery. The patient had to have a revision because the pocket was too big, and the pump was flipping over. The pump was loose in the pocket; the hcp took out the pump and put it back in another pocket. The manufacturing representative had notes indicating that the revision was successful. It was noted that the patient had a coronary stent put in (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid 7.5mg/ml; 0.85mg/day and bupivacaine 4.5mg/ml; 0.51mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The event date was unknown. It was reported the patient had a pocket revision several weeks ago. The pocket was moved more midline as the pump was flipping. Patient status was alive; no injury. The cause of the event, troubleshooting/diagnostics and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.